Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 7 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.